Manufacturer narrative:
Concomitant continued: 4076-52 lead implanted: (B)(6) 2009. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with noise, high rate non-sustained (hr-ns), and sensing integrity counter (sic). The rv lead interrogated varying impedances. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.